Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Subsequently, the customer was hospitalized. Although requested, the customer declined to provide additional information and declined troubleshooting.